Manufacturer narrative:
Additional information: a2.

Event description:
A user facility registered nurse (rn) stated a dialyzer membrane leak occurred during a patient's hemodialysis (hd) treatment. Visible blood was noted in the dialyzer effluent. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the charge nurse (cn) confirmed an internal dialyzer blood leak occurred more than two hours after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in between the outer casing and fibers of the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was between 100-300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse stated a dialyzer membrane leak occurred during a patient's hemodialysis treatment. Visible blood was noted in the dialyzer effluent. Blood test strips were used and tested positive for the presence of blood. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a3, a4, b5.

Event description:
A user facility registered nurse (rn) stated a dialyzer membrane leak occurred during a patient's hemodialysis (hd) treatment. Visible blood was noted in the dialyzer effluent. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the charge nurse (cn) confirmed an internal dialyzer blood leak occurred more than two hours after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in between the outer casing and fibers of the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was between 100-300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. One complaint addressed an external blood leak (no sample) and the other two complaints both addressed an internal blood leak (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) stated a dialyzer membrane leak occurred during a patient's hemodialysis (hd) treatment. Visible blood was noted in the dialyzer effluent. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the charge nurse (cn) confirmed an internal dialyzer blood leak occurred more than two hours after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in between the outer casing and fibers of the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was between 100-300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: a1.

Event description:
A user facility registered nurse (rn) stated a dialyzer membrane leak occurred during a patient's hemodialysis (hd) treatment. Visible blood was noted in the dialyzer effluent. Blood test strips were used and tested positive for the presence of blood. Upon follow-up, the charge nurse (cn) confirmed an internal dialyzer blood leak occurred more than two hours after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in between the outer casing and fibers of the dialyzer. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was between 100-300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.